Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the device had a broken ear clip and a crack on the battery door. The visual inspection confirmed the reported issue. The investigation determined that customer damage was the cause of the reported issue. The ear clip was replaced and an occlusion test was performed. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the flange piece was broken on the device. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.